Manufacturer narrative:
(B)(4). Investigation is ongoing. Reference mfg. Report no. 2015691-2018-03980.

Event description:
A review of the photo provided of the 14fr esheath after removal of the patient, it was observed that the liner was significantly delaminated. During a right access transfemoral tavr procedure for a 23mm sapien 3 valve inside an existing non-edwards aortic surgical valve, the commander balloon burst as the valve was fully expanded. During removal, in an attempt to pull the delivery system with some force through the sheath, the balloon got caught on the tip of the sheath. The c-marker sheared off and migrated to the patient's left common femoral artery. All devices were surgically removed on the right side of the patient and the c-marker was able to be retrieved. The patient is stable. There was no retained volume in the balloon during removal, as it had burst circumferentially. The complaint device remains under the custody of the hospital¿s risk management department. The patient's access vessel minimum luminal diameter (mld) measured 7.5mm. The vessel was minimally and no tortuosity was noted.

Manufacturer narrative:
Through follow up with the hospital, during the procedure there was an unsuccessful attempt to remove the "c" marker'. The "c" marker remains in the patient. A post procedure angio revealed good flow in the patient's vessel. The patient was discharged 24 hours post tavr procedure. The patient had a follow up visit after tavr with the referring doctor and the patient is doing well and there have been no issues. Per report, the doctor will most likely keep the patient on anti-coagulants. The esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: the sheath was fully expanded, no liner tear, circumferential delamination approximately 2.25¿ in length, marker band was not returned and a radial balloon burst. In addition, photographs were proved and reviewed. One photo revealed a radial balloon burst and another photo showed the condition of the distal end of the sheath (slight bunching). A 3mensio report showed calcification in the patient anatomy. Additionally, tortuosity is present in the access vessel. An x-ray and an additional cine was provide and reviewed. There was evidence that the marker band was left in the patient. Functional or dimensional testing was not performed due to the condition of the returned device (liner delaminated and separated c-maker band). During manufacturing sheath is visually 100% inspected. During ptfe liner preparation, the liner is visually inspected for the following: wrinkles, holes, tears, and uneven/rough cut edges. The liner seam is visually inspected for wrinkles, cuts, and uneven notches. During the marker band bonding process the marker is visually inspected for raised adhesive on marker band or liner and that the adhesive is not on all 4 sides. The sheath is visually inspected for the following: wrinkles, kinks, bends, mechanical damage, circumferential oriented surface defects, protruding or missing material, dents, cuts, cross linking of hdpe (blue) across liner (clear), holes or tears on strain relief, delamination, remnant lines, seam separation, and stress lines in liner. During sheath final inspection the following are dimensionally inspected: shaft outer diameter, tip inner diameter, tip length, working length, coating length, and strain relief length. In addition, the device is visually inspected for: delamination, seam separation, wrinkles, kinks, bends, mechanical damage, circumferential oriented surface defects, protruding or missing material, dents, cuts, stress lines in the liner, cross linking of hdpe (blue) across the liner (clear), notches on bottom side of liner (when holding housing in the left hand) and remnant lines. During product verification (pv) testing, the sheath is visually inspected for seam separation. After the expander test, the samples are visually inspected for abnormalities such as liner tears, stretching, unexpanded seams, and sheath tip fragments. All sample units from the lot passed pv testing. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath distal tip- liner delamination and sheath distal tip ¿ separated marker were confirmed. A review of device history records (DHR), lot, complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon; take care when removing the balloon through the tip of the sheath. As reported and per the images, the balloon ruptured at the end of valve deployment. A ruptured balloon has an altered profile, which may hinder it from being easily withdrawn into the sheath. This can cause the delivery system to become stuck on the tip of the sheath, requiring additional force to remove it. The additional force may have contributed to the reported liner delamination and separated c-marker band. Available information suggests procedural factors (withdrawal of a burst balloon) may have contributed to the complaint events; however, a definitive root cause is unable to be determined at this time. The complaints were confirmed, but no manufacturing non-conformities were found in the returned sample. In this case, available information suggests that procedural factors (withdrawal of a burst balloon) may have contributed to the event. However, a definitive root cause is unable to be determined at this time. A complaint history review revealed that a product risk assessment (pra) for the separated marker, was previously initiated for risk assessment and corrective/preventative actions were addressed through a CAPA. The complaint device work order was manufactured after implementation of corrective actions. In this case, no manufacturing non-conformities or IFU/labeling/training deficiencies were identified and the reported event was attributed to patient/procedural factors. A device history record review performed did not reveal any issues that could have contributed to the complaint. Review of history for the lot number revealed no other similar complaints for sheath distal tip- liner delamination or sheath distal tip ¿ separated marker. In addition, the occurrence rates for these failure modes do not exceed september 2018 control limits. Therefore, no further corrective/preventative actions are required. No labeling or IFU inadequacies have been identified.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.